Event description:
Customer reported via phone call that the insulin pump was giving them erroneous readings. Customer states that there is a sensor anomaly. The blood glucose reading was 6.8 mmol/l.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.